Manufacturer narrative:
(B)(4).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified vessel below the knee. A 2mm x 20mm x 142cm coyote es balloon catheter ws advanced for dilatation. However, during third inflation at 14 atmospheres, the balloon ruptured. The procedure was completed with a different device. There were no patient complications nor injuries reported.